Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 266 mg/dl and 127 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Litigation papers allege the patient is scheduled for revision surgery on (B)(6) 2010 to address recurring pain, as well as clicking and popping in her hip. It is further alleged the patient suffered from unknown rashes. Information received from the sales rep indicates that the patient was revised on (B)(6) 2010 to address hip pain.